Event description:
A sentrant sheath was attempted to be used in the patient during an endovascular treatment. It was reported that, during the index procedure, the sentrant sheath encountered resistance as it was attempted to be advanced over the guidewire. The physician elected to discontinue using the sheath. Per the physician, the cause of the event was unknown but was suspected, among other possibilities, to be related to possible presence of foreign material or due to a coating material effect. There were no packaging issue, device bent or kinked prior to use. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the event could not be confirmed as a 0.035 in guidewire was able to pass through the sentrant dilator without issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.